Manufacturer narrative:
The device was evaluated by (B)(4). The evaluation was unable confirm the reported event. There was no issue found with the device. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that, the (B)(6) light source front panel light flashes. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, front panel lighting failure due to system failure, front panel blinking does not light or does not turn off since there was no fault found, this repair was cancelled and the device was returned to the customer. We were unable to determine the cause of this phenomenon therefore the the root cause could not be identified. As a result of checking the manufacturing history there was no abnormality in manufacturing or modification. Olympus will continue to monitor field performance for this device.